Event description:
The customer contact reported a tubing separation. Prior to patient use, it was noted that the tubing separated from the male adapter option-lok. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.